Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received bupivacaine and unknown morphine (unknown concentrations and doses) in an implantable pump for non-malignant pain, failed back syndrome, failed back surgery syndrome, and spinal pain. The patient felt "stoned all the time." The system was explanted in the summer of 2012. The event was considered resolved. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on (B)(6) 2017. It was reported that the patient's pain pump was removed because it made him a "drooling idiot".

Manufacturer narrative:
The other relevant components include: product ID 8731sc lot#, (B)(4), 1 implanted: 2009 (B)(6) explanted: 2012 (B)(6). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the pump was removed because it was overkill and "a constant drip." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.